Event description:
Device 1 of 2. Reference MFR report #: 1627487-2012-06742. It was reported, the pt went to the emergency room due to experiencing a heart attack. Allegedly, the pt went to the emergency room on another occasion due to experiencing chest pains and elevated blood pressure. The next course of action is unk at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.